Event description:
Insulation material on bovie tip started to melt. The tip was changed. There was no harm to the patient. This is not a tip that can be cleaned with a scratch pad. It is not a reusable device, so it was new for this case. The esu settings were 30/30.